Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be be 07-nov-2022 and not 17-nov-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was shipped in accordance with specifications. From the information obtained, it was presumed that reprocessing steps recommended in IFU were not completely conducted due to leakage of the subject device. As a result, foreign material remained on forceps elevator and around the device. Based on the investigation and information obtained, customer follows correct reprocessing procedure as per the service business center (sbc) training/ IFU, however device could not be reprocessed (including brushing) and stopped midway due to leakage. Device was not completely reprocessed at the time of pickup of device for inspection at sbc workshop. Device was not used on a patient as the customer maintains proper reprocessing and as it could not be done due to leakage, the foreign material was found in workshop inspection. Nonconformity of the device was confirmed from investigation (other defects found). However, nonconformity, which affected the reported event, was not confirmed. The event can be prevented by following the instructions for use (IFU) which state: instructions for use (IFU) reprocessing manual) all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor complaints for this device.

Event description:
Leakage between control knobs were on the device found during device reprocessing. No patient involvement. No harm reported, no user injury reported. Device evaluation found the forceps elevator has foreign material, clogged nozzle was observed and dirt observe don a-rubber, grip, control unit , right/let, up/down knob). This report is being submitted for foreign material found on forceps elevator, clogged nozzle and dirt found on many parts of the device (insufficient cleaning (handling issue).

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found deformation of the control unit (bending tube) and the up/down knob . Due to deformation , watertightness is lost (leakages observed). The reported issue of "leakage between control knobs" was confirmed. Furthermore, device inspection found the forceps elevator has foreign material, dirt observed on many parts of the device (these are grip, control unit, r/l knob, and u/d knob ), nozzle noted clogged. Due to clogging of nozzle, water removal ability does not meet the standard value. These conditions attributed to insufficient cleaning (handling issue). Additionally, the following defects were identified during device inspection: due to wear of angle wire, bending angle in up/down/right/left direction does not meet the standard value. Due to wear of angle wire, the play of up/down/right/left knob is out of the standard value. Connecting tube has a scratch, has wrinkle. Cover has a scratch. Universal cord has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.